Event description:
It was reported that the ipg failed to establish communication with external devices and would not hold a charge. The ipg was deemed inoperable, and patient lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. As received, the ipg was inoperable due to a depleted battery. Per event details, the patient stated that the ipg would not hold a charge. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg was functionally tested and passed all testing. The battery capacity exceeded the expected calculated stimulation time. The ipg charged normally with lab equipment.